Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right atrial (ra) lead implant procedure, this implantable lead exhibited no capture at 5.0v@0.4ms while connected to a pacing system analyzer (psa). The lead was repositioned and tested with the psa again, however there was still no capture. It was noted that the ra pace impedance measurement was 1000 ohms both times. The surgeon suspected there was a defect on the lead. This lead was removed, and a different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.correction to a1: updated from blank field to u.p.

Event description:
It was reported that during a right atrial (ra) lead implant procedure, this implantable lead exhibited no capture at 5.0v@0.4ms while connected to a pacing system analyzer (psa). The lead was repositioned and tested with the psa again, however there was still no capture. It was noted that the ra pace impedance measurement was 1000 ohms both times. The surgeon suspected there was a defect on the lead. This lead was removed, and a different lead was successfully implanted. No adverse patient effects were reported.